Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The blood glucose level (bg) was 180 mg/dl with a large level of ketones. The ketone level was considered to be dangerous by a healthcare provider. The cause of the dka/bg was not known. The customer was treated with intravenous insulin and fluids and was discharged on the same day with the bg and ketones resolved.